Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint in regard to the charging issue was not verified. In the lab, the depleted was charged fully in one charge cycle. The battery depletion rate and sleep current were all in the required ranges. This result attested that the device is capable of being charged fully under a proper charging method. The device passed functional test and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.